Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of huxe0012 showed three other similar product complaint(s) from this lot number. Device not returned.

Event description:
"Phone call from patient to say noticed line had alleged tear 5mm in length above collar on line. This was noted in the morning post disconnection, nil leaking from line noted by patient. It was decided to repair the line despite no leaking as it would eventually leak. Pre-repair flushed and no leaking evident. Line external securement is IV 3000 bioclusive dressing; primary purposes for insertion of the catheter was for tpn. Site was very sticky with yellow coloured substance adhered to the line, skin was very black and sticky. Line and skin cleaned thoroughly. Catheter was repaired and flushed with normal saline, nil leaking post repair. Advised not to use line 12 hours post repair. Upon visual examination in the laboratory these appeared to be a split in the line approximately 3cm from the collar. The defective device was then attached to a syringe filled deionised water and the water was passed down the line, no leakage noted.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a tear in the over-sleeve tubing was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 6.6fr s/l broviac chronic catheter. Usage residues were evident throughout the sample. The catheter terminated approximately 3cm distal of the clamping over-sleeve. Microscopic inspection of the distal tip of the catheter revealed striations typical of a sharp instrument cut. The compression sleeve markings were completely worn. A nearly completely circumferential split was observed in the clamping over-sleeve, just distal of the crimp collar. The split appeared isolated to the over-sleeve, leaving the inner catheter lumen intact. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. Slight ballooning of the inner tubing was observed in the vicinity of the aforementioned split during pressurization of the sample. Tactile inspection of the sample revealed abundant tensile weakness throughout. Clamping impressions were also evident throughout the over-sleeve. The tensile weakness was particularly severe at the site of the split. Microscopic inspection of the split in the clamping over-sleeve revealed sharply defined granular edges. The characteristics of the split edges and the severe tensile weakness were consistent with damage caused by a pulling event(s). The abundance of the tensile weakness indicated that the luer hub was likely pulled many times while the catheter was fixed in place. Care should be taken when securing, accessing and maintaining catheters to avoid causing tensile or mechanical damage.